Event description:
Information was received from an health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the hcp was inquiring about MRI compatibility guidelines. The hcp stated that the patient claimed that the ins was not functioning. No patient symptoms or complications were reported in this event.